Event description:
It was reported that a malfunction alarm occurred and that a temperature alarm occurred, but the pump was not exposed to extreme temperatures. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm was verified, but the temperature alarm could not be verified.